Event description:
Philips received a complaint by the customer on the v60 indicating that the device was always alarming "touch screen with error." It was reported that there was no patient harm, but patient involvement was unknown at the time the issue was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. This investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
The device was sent into bench for repair. Bench evaluated the device and observed that the navigation ring (nav-ring) has failure where the touchscreen cannot be used to make changes. The nav-ring does not work, when carrying out the screen brightness test and the volume does not respond. This investigation is ongoing.

Manufacturer narrative:
The bench replaced the front bezel with navigation ring to resolve the reported issue. Following the test and verification procedure, the device was restored to factory settings. All test and verification procedures necessary to certify the return of the device to working conditions were carried out satisfactorily. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.